Manufacturer narrative:
(B)(4). A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. A follow up report will be submitted at the conclusion of the device investigation.

Event description:
Customer complaint alleges the device cuff will not stay inflated. Alleged issue reported occurred during use. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10107 et tube, cf, 3.5 for investigation. One representative sample was returned in its original packaging. An actual sample was not returned. The representative sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample had adhesive residue on the balloon cuff. No defects or anomalies were observed. Functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A lab inventory syringe filled with air was connected to the valve of the pilot balloon. Upon injection of air, both the pilot and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The cuff was left inflated for approximately 10 minutes with no leaks observed. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. The sample was submerged underwater to test for any leaks. However, no leaks were detected. No issues were found with the returned sample as it was able to properly inflate and deflate. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "cuff will not hold air" could not be confirmed since the actual sample was not returned. A representative sample was returned in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problems were found with the returned device as it was able to properly inflate and deflate. No leaks were found with the representative sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined without the actual device.

Event description:
Customer complaint alleges the device cuff will not stay inflated. Alleged issue reported occurred during use. No patient harm reported.